Event description:
It was reported during a trial procedure, a wet tap occurred while the physician was trying to place the needle. The physician continued with the procedure and placed one trial lead. After securing the lead, the physician performed a blood patch. The pt had a headache post-op which resolved later that evening. The pt was programmed with good coverage of her painful areas and had no further adverse symptoms.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.